Event description:
It was reported that the right ventricular (rv) lead "had trouble attaching". Additional clarifying information was requested, butis not available. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the helix was bent, there was blood on the distal electrode, the conductor was kinked/buckled, and there was apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead "had trouble attaching". It was later reported that the rv lead kept dislodging. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).